Event description:
Additional information received from a healthcare provider. Warranty claim forms for both the patient's ins and second lead were submitted. "Malfunction" was noted on the two additional forms. The patient's ins and second lead were also replaced on (B)(6) 2026.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2026 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2026 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2026, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 28-feb-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The healthcare provider submitted a warranty claim form for the patient's lead. "Malfunction" was noted on the form. The lead was replaced.

Manufacturer narrative:
Product analysis pli# 10 product ID# 97715 the implantable neurostimulator (ins) passed functional testing. Pli# 20 product ID 977a260 analysis identified that the #1, 2, 4, and 6 conductor(s) were broken; 6.2 cm from the distal end of the lead. Pli# 30 product ID 977a260 analysis identified that the #0, 1, 3, and 5 conductor(s) were broken; 6.6 cm from the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot# serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2026, product type: lead; product ID: 97791, lot# serial# unknown, product type: accessory; product ID: 97791, lot# serial# unknown, product type: accessory; product ID: 977a260, lot# serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2026, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.